Event description:
It was reported by service report that the customer alleged that the cot drifted by approximately 6 inches. Evaluation of the unit by the stryker service technician revealed that the unit was drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4): low hydraulic fluid level.